Manufacturer narrative:
The reported complaint of setscrew issue and inability to tighten the setscrew was not confirmed. The torque wrench was not returned for analysis; therefore, the issue could not be confirmed. No anomalies were found with the device¿s setscrew. The setscrew could be tightened and loosened normally. The device was found to be normal.

Event description:
It was reported that during the implant procedure the pulse generator exhibited setscrew anomaly; the hex wrench would not rotate and the lead could not be secured to the device. The device was not used and a new device was implanted. The patient was stable.